Manufacturer narrative:
(B)(4). The following information was received by the patient. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy effluent. The patient was treated with gentamicin 80mg, ip and cipro 250mg, three times daily, by mouth for the event of peritonitis. The cause of the peritonitis was touch contamination. The patient was recovering from the event of peritonitis. At the time of this report, the patient remained on pd therapy. The reporter denied having any more follow-up information. Permission was received to speak with the patient's health care provider. On (B)(6) 2012, the following information was received by the pd nurse. In (B)(6) 2011, the patient began peritoneal dialysis using dianeal unknown ambuflex and ultrabag. On (B)(6) 2012, the pd effluent and gram stain were analyzed. No exit site or tunnel site infection was associated with the peritonitis. The patient was not hospitalized for the event of peritonitis. The reporter stated that the event of peritonitis was not related to the pd solution or the home-choice machine. No other pd device was considered as suspect. It was not reported whether the patient was re-educated or re-trained on aseptic technique. On (B)(6) 2012, follow up was performed by product surveillance. Per the nurse, the event of peritonitis was a recurring issue since the patient had diagnosed and hospitalized on (B)(6) 2012.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of a patient who made a mistake/ touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and touch contamination occurred. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment rendered for the events was unknown. The patient was recovering from the event of peritonitis. Per the nurse, the patient was not retrained on pd therapy or aseptic technique as he was still in the hospital. The consumer stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the event of the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k20011, h11j27083 and h11i29015 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.